Manufacturer narrative:
Lot number reported as 887555003.

Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited fluid loss. A revision procedure was performed and tissue ingrowth was noted in the dacron fibers of the device. It was also noted that the outer silicone of the right cylinder was broken. The device was explanted and replaced with a new ipp. No additional patient complications were reported.